Manufacturer narrative:
H.6. Investigation summary: bd received 2 photographs from the customer for investigation. Evaluation of the photographs indicated unused tubes. Additionally, 20 retention samples from bd inventory were evaluated by draw-tested with deionized water, and all 20 tubes drew within specification. Device history record review of reported incident lot determined all product release requirements were met, and there were no related quality issues during product manufacture. This complaint was unable to be confirmed for indicated failure mode of underfill. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes insufficient negative pressure was found during use. No health impact or consequence reported.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes insufficient negative pressure was found during use. No health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter facility name:(B)(6) hospital. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.